Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the water feedset of an mr290v vented autofeed humidification chamber was tore at the connection to the chamber dome, causing it to leak. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fph in (B)(4) for visual inspection. Results: visual inspection revealed that there was a break in the feedset tubing of the returned chamber. The break was located at the connection to the chamber dome. The surface of the break was rough (not smoothly cut). A lot check revealed no other complaints of this nature for lot number 120207. Conclusion: the damage appeared to be caused by the tube being pulled away from the chamber dome, possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the damage occurred post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).